Manufacturer narrative:
Findings: pump passed displacement test, operating currents, selftest, off no power, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer also reported that the insulin pump was malfunctioning and that their basal rates were not being delivered. The customer's blood glucose was 599 mg/dl at the time of incident. Customer treated their blood glucose with a manual injection. It was also found the customer had a bad headache from their high. Troubleshooting was not completed as the customer declined to check for the presence of leaks and air bubbles. The customer also declined to check their settings on the insulin pump. The customer's current blood glucose was 191 mg/dl. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.